Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it delivering lower than set peep (positive end expiratory pressure) and displaying the low inspiratory pressure alarm was confirmed. The asp replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ecm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure). It was also reported that the device had displayed the low inspiratory pressure alarm. There were no reports of patient use associated with the reported issue.